Manufacturer narrative:
Method - device eval anticipated, but not yet begun. Conclusions - a f/u report will be submitted upon completion of investigation.

Event description:
Customer alleges his powerchair moves on its own causing him to run into his wife who was sitting in another wheelchair. The customer's wife sustained bruises on her stomach and chest causing an ER visit.